Event description:
It was reported that the right ventricular (rv) lead was oversensing with high short interval counts (sic). The lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable cardioverter defibrillator, (B)(6) 2010; 5076-52, implantable pacing lead, (B)(6) 2004. (B)(4).